Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial# (B)(4) found a broken connector pin.

Event description:
Information was received from a patient regarding their implantable neurostimulator for spinal pain. It was reported that the patient wasn't able to recharge their implantable neurostimulator (ins) because the "probes" you can use to connect to the battery charger broke off and the implantable neurostimulator recharger (insr) wouldn't recharge. It was clarified that "probes" meant the connector pin area. The connector pin area and connector pin broke about a month prior to the report. The patient's ins was dead, but last night she thought it still had half of a charge. When she used her patient programmer (pp) the night prior to the report the pp was showing a warning screen indicating that the ins was in a discharged state and therapy had stopped. This was the first time she saw the warning screen. Initially she thought this had to do with the pp batteries, so she changed them out but the pp still showed the warning screen when synched with the ins. The last successful recharge of the ins was at the end of november. It was noted the patient had surgeries and was going to have surgery again but were not related to her device or therapy; they were related to her back. No patient harm reported. Upon device return, analysis found the connector was broken. The cable assembly with the broken connector was replaced. The patient later reported that they received assistance from their doctor or manufacturer's representative (rep) on january 13, 2015 and their concerns were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.